Manufacturer narrative:
The intraocular lens was received for analysis and the optic power measured correct as labeled, 17.5 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. The manufacturer will continue to monitor and trend all reports received.

Event description:
It was reported the multifocal intraocular lens was removed and replaced without complication 4 months after the initial implant due to a refractive error. The incorrect diopter was chosen.